Event description:
It was reported that the customer had an a33 alarm on the insulin pump. The customer's blood glucose level was 240 mg/dl. The troubleshooting was performed. The customer states that the insulin pump cannot get into bolus history just rewinds and resets. The customer cannot performed bolus, insulin pump won't go past rewind/prime. The customer was advised that the insulin pump will need to be replaced.

Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to protruded/loose drive support disk. The unable to view alarm history due to prime alarm. The insulin pump received with cracked case on the display window, minor scratches on display window and bleeding lcd glass.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.